Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particulate matter (pm) in the transfer set tubing this was noticed before use of peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction for g3: date received by MFR: the aware date was 02/24/2021 (previously reported as 02/18/2021) h10: the device was received for evaluation. A visual inspection was performed, and it was noted that there was no evidence of particulate matter within the silicone tubing of the transfer set; however, a piece of loose brown fuzz was present in the closed over pouch that the device was shipped in. Further inspection of the brown fuzz determined that it was a piece of cardboard associated with the packaging material. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.